Event description:
Reporter alleged the lancet needle that is a part of the softclix device kit system used in finger-stick blood glucose testing does not retract after use and sticks out of the cap of the lancet device. The location of the alleged incident was not provided. As a result, no actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix device kit: catalog #957.

Manufacturer narrative:
The suspect product is the softclix lancet.